Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. The device was firing on its own and the staple line was incomplete while being applied to the fissure. The staple line was fixed using another cartridge. It caused delay in the procedure, blood vessel damaged and bleeding. They used a new product to complete the case. The patient is alive.